Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no leakage or whistling sound was found on any part of the device. The sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found that could relate to the reported complaint. Although the complaint could not be confirmed, personnel from the molding area at the manufacturing facility were notified of this issue for awareness.

Event description:
Customer complaint alleges the device leaks from the adaptor. Alleged event reported as occurring during use. It was reported there was no medical intervention necessary. A new device was obtained for use. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. Based on the lot number provided, the lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. However, regarding other complaints due to the same issue, a CAPA was opened to perform a further investigation this issue. R & d owned this CAPA. CAPA investigation determined the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. All production from may 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently closed. If the device sample becomes available this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device leaks from the adaptor. Alleged event reported as occurring during use. It was reported there was no medical intervention necessary. A new device was obtained for use. Patient condition reported as "fine".